Event description:
It was reported that the customer had a compromised force sensor system error on the insulin pump. The same alarm was found in the alarm history. Insulin pump has been out of warranty. The customer's blood glucose was normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.